Manufacturer narrative:
E1. Initial reporter city:(B)(6). H6. Device codes- updated.

Event description:
It was reported that catheter entrapment occurred. The target lesion was located in a shunt in a moderately tortuous vessel in the upper arm. A 6.0 x 100, 75cm mustang balloon catheter was advanced for treatment. However, it was noticed that device was stuck with the a non- boston scientific guidewire. The device was removed as one unit and the procedure was completed with a different device. The lumen of the device was observed crushed. There were no patient complications nor injuries reported.

Event description:
It was reported that catheter entrapment occurred. The target lesion was located in a shunt in a moderately tortuous vessel in the upper arm. A 6.0 x 100, 75cm mustang balloon catheter was advanced for treatment. However, it was noticed that device was stuck with the a non- boston scientific guidewire. The device was removed as one unit and the procedure was completed with a different device. There were no patient complications nor injuries reported.